Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages, arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. There is no indication the device malfunction caused or contributed to the patient's skin irritation.

Event description:
A us distributor contacted zoll to report that a patient had developed a red skin irritation under the ECG electrodes. The patient's physician prescribed a cream for the irritation. Follow-up indicated that the patient applied the cream and the skin irritation was improving. A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving "check te pad" messages and arrhythmia alarms.